Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that both output connectors of the device were broken. It was also noted that the hanger assembly of the device would not close all the way, and the back light would not work due to both wires on the liquid crystal display (lcd) being pinched, with the insulation of the red wire being compromised. Analysis further noted that one case screw was contaminated, the battery drawer would not open when batteries were not present, all decorative plugs were not installed flush, both battery wires were pinched without insulation compromise, and all wires on both the lcd and lower case were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the output connectors of the external pulse generator (epg) were broken. The epg has been returned for repair. No patient complications have been reported as a result of this event.